Event description:
It was reported that a non-sustained rv lead noise episode was observed when a patient presented in clinic after experiencing a vibratory alert. Reprogramming options were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).